Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy pcb assembly, which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that during a patient event, their device did not deliver a shock and the device displayed "abnormal energy". The customer stated that there was no delay in therapy due to obtaining a back-up device on site. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, physio has not received a response.